Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported by sales rep via complaint submission tool that during a rotator cuff repair, specialist requested for anchorage and expressew self-healing tweezers, assembly was performed and first stitch was passed. When they tried to pass the second suture, it was evidenced that the was bent and blocked at the tip of the clamp, preventing the passage of another suture. They had to remove needle from the clamp and put a new one to complete procedure with a surgical delay of 15 minutes. The silicone tip that is located in the distal part of the tweezers came out when trying to pull the needle out of the clamp. The complaint device was received and evaluated. Visual inspection confirm that the needle¿s tip it was bent on the distal part. Due to the bent condition of the needle, the functional test was not performed. The complaint can be confirmed. The possible root cause for the reported failure can be attributed to the rough sliding trough the shaft. However, this cannot be conclusive determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d4: the lot number was inadvertently left blank on the initial report. It has been updated accordingly to reflect the correct information. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during a rotator cuff repair, it was observed that the expressew iii needle pk5 was bent when passing the second suture and blocked at the tip of the clamp which prevented the passage of another suture. The needle was removed from the clamp and a new one was used to complete the procedure successfully with a surgical delay of 15 minutes. No patient consequences reported. No additional information was provided.